Event description:
The home patient's wife reported that the cassettes lines leaked out on the carpet. The customer changed them and the same thing happened. The caregiver told baxter she had a new box of cassettes. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the report of a leaking cassette. The cg said that she found 3 cassettes that leaked on (B)(6) 2011. The cg stated that she discarded the first 2 cassettes that leaked but held on to sunday night's cassette. The cg stated that the top part of the box seemed fine and the cassettes did not leak. The cg stated that there seem to be a hole on the patient line close to where the line goes into the cassette. The cg said she brought the home patient (hp) to the clinic on monday and his nurse gave him an antibiotic as a preventative.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak issue. Complaint is confirmed because initially care giver reported of a cassettes lines leaked out on the carpet (due to holes on the patient line) and later during visit to store room found "animal activity" on all of the cassettes, which is a use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. Should additional information become available a follow-up report will be filed.